Manufacturer narrative:
The reported 1.5mm hex driver tip, locking groove was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the 1.5mm hex driver tip, locking groove (part number 80-0728) batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery that while using the orange torque limiting driver handle a 1.5 driver tip broke inserting 2.3 screws in an aculoc 2 vdr plate. The broken driver tip was removed from the head of the screw in two pieces. The surgery was completed after a 5-minute delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00751 for the screw involved in this event.